Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 implantable pacing lead, (B)(6) 2012; 305u229 tissue valve, (B)(6) 2012; 6947-58 implantable tachy lead, (B)(6) 2012; 5076-52 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with mild heart failure symptoms and short runs of polymorphic ventricular tachycardia. It was noted that the device had migrated downward 3-4 inches. It was noted that the patient was part of the systems longevity study. The device position will be monitored. The device was reprogrammed for optimization and remains in use. No patient complications have been reported as a result of this event.